Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc device evaluation: two devices were returned, epidural needle and the catheter for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. It was found that the catheter broke and the cross section was oblique and torn.

Event description:
It was reported that the epidural tube was cut off about 7 cm from the tip and became a retained item in the body of the patient. Possible anatomy locations include the subcutaneous layer, muscle layer, or the epidural space. The induction of anesthesia was stopped, and the orthopedic surgeon was asked to remove the tube. The subcutaneous layer, muscle layer, and epidural space were examined but could not be found. Since there was no hole recognized on the dura mater, it was concluded that it was likely retained in the muscle layer.

Manufacturer narrative:
No product was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.